Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient was experiencing ineffective therapy since their lead had migrated. The issue was confirmed via x-rays. Surgical intervention is pending to address this issue.